Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment with no power. There is no indication the alleged product issue caused or contributed to an adverse event. The pump was returned to the manufacturer and investigation completed on 26-jul-2018. On investigation, review of the black box data revealed one power on reset event post call service 052/054 alarm on (B)(6) 2018. The battery compartment was confirmed to be cracked as alleged. The returned battery cap was found to be damaged; stripped threads. With the damaged battery cap on the pump, a proper electrical connection was not able to be maintained. Investigation duplicated the alleged power issue with the damaged returned battery cap on the pump. A test cap fit properly on the pump and the pump was able to maintain electrical connection with the test cap in place. With the test cap on the pump, the pump powered on normally and was exercised for 24 hours without any interruption in power. There was no evidence of damage, defect or contamination of the pump's internal components. Investigation duplicated the complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.